Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 ((B)(6) female patient, weight unknown). According to the complainant, the physician faced difficulty advancing the hydrajagwire into a bsc ultratome xl and also attempted the opposite end with no success. The physician then removed the hydrajagwire he noted that the coating on the tip peeled. The procedure was completed with a competitor's guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation but has not been received yet; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4): device not returned.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 ((B)(6) female patient, weight unknown). According to the complainant, the physician faced difficulty advancing the hydrajagwire into a bsc ultratome xl and also attempted the opposite end with no success. The physician then removed the hydrajagwire he noted that the coating on the tip peeled. The procedure was completed with a competitor's guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 ((B)(6) female patient, weight unknown). According to the complainant, the physician faced difficulty advancing the hydrajagwire into a bsc ultratome xl and also attempted the opposite end with no success. The physician then removed the hydrajagwire he noted that the coating on the tip peeled. The procedure was completed with a competitor's guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Device evaluation: visual inspection of hydrajagwire shows the urethane tips not peeling. The teflon was found split and torn ,exposing the core wire at 15 cm from dream end flare. The wire met outer diameter specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause is ¿caused by other device". The integrity polytetrafluoroethylene (ptfe) was compromised when inserted against resistance through the improper insulated resterilized tome, causing the split ptfe. Ultratome directions for use (dfu) warns that "the ultratome xl sphincterotome is intended for single use. If reused, the material between the lumens may be compromised and may not be properly insulated for sphincterotomy". Furthermore, the dfu warns "for single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient".